Manufacturer narrative:
A deployed wallflex uncovered biliary stent and delivery system were returned for analysis. Visual examination of the returned device found the stent was fully deployed and undamaged. There was a severe kinked 35mm distal to the blue sheath and a bend in the sheath just distal to the metal shaft. Functional analysis found the guidewire could not pass beyond the proximal blue sheath where it abuts the clear sheath with the guidewire port. Wire cutters were used to cut the sheath 30mm proximal to the guidewire port. The inner shaft was removed from the cut portion containing the tip and it was noted that guidewire port of the inner shaft was kinked and twisted. Device analysis determined that the condition of the returned device was consistent with the complaint. The damage to the guidewire port discovered during the analysis is consistent with the application of excessive force. Therefore, the cause of the observed failures was most probably due to anatomical or procedural factors encountered during the procedure. Consequently, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that a wallflex¿ biliary rx stent was to be used to treat a 3.5 cm malignant stricture in the common bile duct during stent placement procedure performed on (B)(6) 2016. Reportedly, the patient had a history of cancer. During the procedure, the guidewire was introduced into the duodenoscope. The physician experienced difficulty when loading the wallflex¿ biliary rx stent over the guidewire through the working channel of the scope; however, the stent was released outside of the working channel. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). (B)(4) stent deployed prematurely. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary rx stent was to be used to treat a 3.5 cm malignant stricture in the common bile duct during stent placement procedure performed on (B)(6) 2016. Reportedly, the patient had a history of cancer. During the procedure, the guidewire was introduced into the duodenoscope. The physician experienced difficulty when loading the wallflex biliary rx stent over the guidewire through the working channel of the scope; however, the stent was released outside of the working channel. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.